Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: an indwelling needle was used to give the patient intravenous fluids. When venting, it was found that there was a crack in the middle section of the indwelling needle extension tube, and the liquid medicine leaked from the crack. Replaced the indwelling needle, there is no abnormality.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/23/2021. H.6. Investigation: a device history review was conducted for lot number 0168687. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, during testing of the returned device our engineers were able to identify a leak originating formation the extension tubing. Microscopic evaluation of the wounded area showed characteristics consistent with machine damage. After conducting a through review of the manufacturing process our engineer have determined that the most likely root cause for this event is contact with an abrasive surface during the loading of the component . The abrasive surface responsible for the observed damaged has been identified and polished to prevent a re-occurrence of this issue.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 0168687. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: an indwelling needle was used to give the patient intravenous fluids. When venting, it was found that there was a crack in the middle section of the indwelling needle extension tube, and the liquid medicine leaked from the crack. Replaced the indwelling needle, there is no abnormality.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: an indwelling needle was used to give the patient intravenous fluids. When venting, it was found that there was a crack in the middle section of the indwelling needle extension tube, and the liquid medicine leaked from the crack. Replaced the indwelling needle, there is no abnormality.